Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned products identified no visible signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device being a single use device & event. Documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev h 08/18. Information identified: applicable information can be found in the "torque matrix - internal connection" section. The lot number provided for the returned product is identified as an elos lot number, since the product themselves are part of the flexlink system that is manufactured and sold through a partnership between zimmer biomet 3i and elos. As such, the elos lot number provided is connected to various zb 3i lot numbers. The below DHR and complaint history reviews will be conducted for the original zimmer biomet 3i lot numbers, and not the elos lot number that the products were returned with. The connection between the elos lot number and zb 3i lot numbers is outlined in the attached 'external vs elos to biomet 3i flexlink lot number identification.' DHR review was completed for the subject lot number (1186624). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1186624) for similar events and no other complaint was identified therefore, based on the available information, device malfunctions could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) codes: k072642.

Event description:
It was reported that the screw became loose.